Manufacturer narrative:
Initial and final (B)(4) -device 2 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency visit after experiencing four infusion sets that did not lower blood glucose levels as expected due to compromised cannula event on (B)(6) 2026. The site of insertion was abdomen. The infusion sets had been in use for two to five hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.